Manufacturer narrative:
E1: field: establishment name: due to limitation of text characters added here: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the videoscope the image turned red. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the image color tone was abnormal. The image was only magenta or green due to damage on charged couple device unit in endoscope connector, and due to damage on video plug, color tone of the image was not proper. Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.